Manufacturer narrative:
(B)(4). The lot was manufactured from march 19, 2015 to march 20, 2015. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection revealed that the device contained approximately 225 ml of solution. There was no evidence of flow at the distal luer when the luer cap was removed. The reported condition was verified. Microscopic examination revealed the direct cause of the flow problem was due to micro air bubbles blocking the fluid path within the lumen of the glass capillary. The cause of the air bubbles was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor didn't allow flow of solution during infusion. The device was filled with 46.5 ml of fluorouracil diluted in saline for a total fill volume of 255 ml. Flow was verified and the patient line was open. The flow restrictor was placed at the same height as the reservoir. After disconnection, 255 ml of solution remained in the device. There was no patient injury or medical intervention associated with this event. No additional information is available.